Manufacturer narrative:
Pump was received with missing reservoir tube retainer, missing reservoir tube o-ring, minor scratched lcd window, cracked select button keypad overlay, cracked battery tube threads, cracked case along the side of the battery tube and faded serial number label. Unable to verify high blood glucose or perform displacement test due to missing reservoir tube retainer. No unexpected alarm noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 15.8 mmol/l at the time of the incident. The customer's mother stated that her daughter changed the infusion set and other alerts recently. The customer also reported a crack on the pump by the battery compartment. The product was returned for analysis.